Manufacturer narrative:
Literature citation: christopher e. Gross, m.d. Et al. Technique of arthroscopic treatment of impingement after total ankle arthroplasty. Arthroscopy techniques. 2016; vol 5: 235-239. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by gross et al titled "technique of arthroscopic treatment of impingement after total ankle arthroplasty" it was reported that 11% of the patients who had inbone tars had impingement needing operative intervention.